Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/2/98).

Event description:
The iab was inserted into the pt with difficulty on 2/23/98 at 12:00 pm. On 2/25/98 at 9:00 am after iabp for 45 hrs, the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for eval. On 6/11/98, datascope was informed that the iab was discarded by the facility. [Event complications]: none from the event-reported 3/18/98. [Pt's current status]: expired-rpt'd 3/18/98.